Manufacturer narrative:
The device evaluation has now been completed. This supplemental report is being submitted to provide this information. The device was returned to olympus and was sent to be disinfected before the device evaluation was performed. Once ready for evaluation, it was found that the cable was broken near the handle. When plugged into a generator, an error message appeared on the screen. Based on the device evaluation, a possible root cause was the cable was likely damaged due to too much mechanical force to the device. The device history records for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated non-conformance reports, reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon resulting from extending the device and cable through excessive force and positioning. Page 3 of the device instructions for use states: position the device cord/cable to avoid contact with the patient and/or other leads.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device evaluation is not yet completed.

Event description:
As reported for this event, the device self-activated upon being plugged in. There is no reported harm or adverse impact to any patient. The device was exchanged for another similar one and the procedure completed with only minimal time lapse without any other issues.